Manufacturer narrative:
Date rec¿d by MFR: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of a cut in the mobile power unit (mpu) patient cable was confirmed via visual analysis and testing of the returned unit. The mobile power unit (serial number (B)(4)) was returned and evaluated at the european distribution center (edc) on (B)(6)2022. During the evaluation, the mpu was observed and immediately, the minor cut in the patient cable was noticed, confirming the reported event. A power on/off inspection was performed, and the unit booted up as intended. The system was functionally tested and operated as intended with no issues or atypical alarms active. The cut in the mpu patient cable did not affect the functionality of the unit. The cable was replaced with a known working cable and after a full functional test, the unit was working as intended. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#:(B)(4)) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook section 10 ¿safety checklists¿ instructs users to regularly inspect their equipment, including their mpu, and to return any equipment that appears damaged or worn. Users are encouraged to not use any equipment that appears damaged or worn. The heartmate 3 patient handbook rev g, section entitled ¿emergency contact list¿ cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient cable on the mobile power unit had a cut. The unit was removed from use and returned for servicing.